Manufacturer narrative:
Unit passed the self-test, unexpected restart error test, prime/compromised force sensor system test, rewind test, and excessive no delivery test. The stop idle current and run current measurement tests are within specification. Unit also passed off no power alarm test. The test reservoir/infusion set does not lock in place due to completely broken off reservoir tube lip. Unable to perform the displacement test, basic occlusion test, and occlusion test due to completely broken off reservoir tube lip. Unit also had a missing reservoir tube o-ring, cracked battery tube threads, and a stained endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump had a crack on the reservoir compartment. The reservoir was loose and insulin was not delivered properly. A part of the reservoir compartment was broken. The customer was hospitalized on (B)(6) 2016 due to a high blood glucose level of 380 mg/dl. The customer suffers from pyelonephritis. The customer was advised that the device would be replaced and agreed to return the product for analysis.